Manufacturer narrative:
A boston scientific technical services consultant discussed testing the lead in bipolar configuration and if the diagnostics are good, then program the lead to bipolar configuration again. The boston scientific representative confirmed normal function in bipolar configuration. The root cause of the out of range impedance measurement was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel which had triggered the lead safety switch. A review of the daily measurements confirmed all other values were in the 600 ohm range. No adverse patient effects were reported.